Event description:
When the user was last seen in may 2022 he reported that he hasn't been able to hear with the device for the past 3 months and was hoping that a re-fitting would solve the problem. However, channels with abnormal impedances were found.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information and impedance measurements, damage to the active electrode due to minute device mobility is suspected. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
When the user was last seen in (B)(6) 2022 he reported that he hasn't been able to hear with the device for the past 3 months and was hoping that a re-fitting would solve the problem. However, channels with abnormal impedances were found. The surgeon has been informed. Re-implantation is considered.